Event description:
It was reported that (1) lcsc5 was used during a lap chole procedure. It was reported by the rep that the lcsc5 on luke handpiece (this was the first use of the new handpiece) locked out midway through dissection of gall bladder. Trouble shooting did not fix problem. A new lcsc5 was opened and the procedure was completed without incident. There was no consequence to pt.